Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that an ¿exeter large taper pin reamer ((B)(4))¿ broke during a thr and that remnants of the fractured instrument were left implanted in the patient. The case proceeded as planed, until the surgeon attempted to use the large taper pin reamer in the patients femoral canal. He inserted the instrument and began to ream, until a ¿crack¿ could be heard resonating from the femur. The professor immediately stopped reaming, and proceeded to investigate the cause of the sound, but no fracture could be seen. Upon then removing the reamer itself, it was apparent that the reamer had fractured. At this point, it was initially thought that we would require the gray¿s osteotome set ¿ which I left there to find. Upon my return, I was told we did now not need to open the gray¿s set, as the best course of action, was to leave the remnants of the reamer in the patients femoral canal. Because of this, the surgeon had already taken action, and lowered the in situ shard further down the femoral canal. The surgeon initially thought about using an exeter short stem implant, but decided however to go with a uncemented stem, to reduce the potential risk of cement coming into contact with the in situ taper pin. He chose to use the accolade ii system, and implanted a #6, 127 degree stem into the patient.

Manufacturer narrative:
The device was returned for evaluation. An event regarding fracture of a taper pin reamer small was reported. The event was confirmed. Device evaluation and results: visual inspection was carried out by the material scientist as part of the material analysis report, it noted. "Visual analysis the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The tip of the reamer was not returned. A material analysis has been performed. The report concluded: "the exeter taper reamer large fracture was consistent with temper embrittlement. Energy dispersive spectroscopy analysis showed the exeter taper reamer large to be made of a fe-cr-ni alloy consistent with the 431 martensitic stainless steel alloy. The material hardness was approximately 43 hrc." Medical records received and evaluation: a review of the provided medical records and x-ray by a clinical consultant indicated: "fluoroscopic x-ray of left hip during primary arthroplasty on (B)(6) 2017, to locate the fractured reamer after implantation of an accolade-ii stem. The stem is implanted a bit high in the femur and consequently in 9° varus position, the fractured piece has been pushed several centimetres beyond the stem tip." There is no clinical information as to what actually went wrong during exeter stem preparation but the final position of the accolade-ii stem, used as alternative after the reamer fracture, may allow to reconstruct the cause of the problem. The implanted accolade-ii stem has a clear varus position relative to the more distal femoral canal. This is partly caused by a relatively high femoral neck resection. The upper femur has a slight curvature and it is relatively easy to start an introduction point of the femoral canal reamers that is too medially relative to the femoral canal. The more bone is preserved of the femoral neck, the more its entry moves in medial direction causing the instruments as used for reaming/broaching to enter the femoral diaphysis in a varus direction relative to the axis of the intramedullary canal of the femur. Additionally, once some more bone of the femoral neck is preserved, sclerotic bone remnants near the transition of greater trochanter to upper neck area may stay in place and cause further deflection of instruments towards varus direction. Anyhow, looking at the x-ray, entry into the femoral canal was relatively high but also medial with some 9° mismatch in varus direction between direction of preparation and actual femoral canal. High up in the femoral metaphysis, there is plenty of space to accommodate instruments in any direction but in more distal direction towards the diaphysis, the canal rapidly narrows down, forcing the instrument in the direction of the distal canal. This will cause high bending forces, certainly when rotating the instrument when it will be forced in opposite directions of deflexion with each 180° turn. Furthermore, this patient had rather thick cortical bone that is very stiff and a relatively narrow femoral canal, so it is understandable that the alternating bending forces upon the instrument caused an overload where the forces would exceeded the bending strength of the material and an acute fracture developed, reported as an audible ¿crack¿. Procedure-related factors: varus introduction of reamer into femoral canal. Patient-related factors: no info. Device-related factors: not likely. Diagnosis: varus introduction of reamer into femoral canal caused high bending forces during reaming causing acute overload with an instrument fracture as outcome. The fractured piece was left in the distal canal and instead of an exeter stem, an accolade-ii stem was implanted, also in relatively high and varus position. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: complaint history review indicated there were no other complaints for the reported lot. Conclusions: a medical review concluded "- varus introduction of reamer into femoral canal caused high bending forces during reaming causing acute overload with an instrument fracture as outcome". A material analysis has been performed. The report concluded: "the exeter taper reamer large fracture was consistent with temper embrittlement. Energy dispersive spectroscopy analysis showed the exeter taper reamer large to be made of a fe-cr-ni alloy consistent with the 431 martensitic stainless steel alloy. The material hardness was approximately 43 hrc. The event was determined to be manufacturing related and an nc has been raised to investigate this event.

Event description:
The customer reported that an ¿exeter large taper pin reamer ((B)(4)¿ broke during a thr and that remnants of the fractured instrument were left implanted in the patient. The case proceeded as planed, until the surgeon attempted to use the large taper pin reamer in the patients femoral canal. He inserted the instrument and began to ream, until a ¿crack¿ could be heard resonating from the femur. The professor immediately stopped reaming, and proceeded to investigate the cause of the sound, but no fracture could be seen. Upon then removing the reamer itself, it was apparent that the reamer had fractured. At this point, it was initially thought that we would require the gray¿s osteotome set ¿ which I left there to find. Upon my return, I was told we did now not need to open the gray¿s set, as the best course of action, was to leave the remnants of the reamer in the patients femoral canal. Because of this, the surgeon had already taken action, and lowered the in situ shard further down the femoral canal. The surgeon initially thought about using an exeter short stem implant, but decided however to go with a uncemented stem, to reduce the potential risk of cement coming into contact with the in situ taper pin. He chose to use the accolade ii system, and implanted a #6, 127 degree stem into the patient. Additional information: "the customer reported that a patient in whom a taper pin had broken (and the broken piece of taper pin remained implanted on (B)(6) 2017) was showing signs of infection and pain around hip site on (B)(6) 2017. The patient was revised due to infection on (B)(6)."